Manufacturer narrative:
Additional communication on (B)(6) 2015 verified with the doctor that the reported issue occurred during handling or loading. After the lens was loaded into the cartridge and the cartridge was set into the unfolder (hand piece), the doctor started to screw the unfolder and noticed that the system felt very stiff. This occurred before the doctor put the tip of the cartridge in to the eye. The report was not for an out of box failure and confirms there was no patient involvement. In review of the additional information provided, the issue is not a reportable event. No further supplemental reports will be submitted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer experienced an issue with the intraocular lens (iol) as there was a crack in the lens. Reportedly, there was no patient involvement or patient injury. No further information was provided.